Manufacturer narrative:
(B)(4). Date sent; 4/17/2024 unknown; captured as awareness date this report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: evaluation of performance and safety outcomes of ethicon bone wax. ICD-9-cm 942.% burn of trunk 943.% burn of upper limb except wrist and hand 944.% burn of wrist and hand 945.% burn of lower limb(s) 946.% burns of multiple specified sites 949.% burn, unspecified ICD-10-cm t21.0% burn of unspecified degree of trunk t21.1% burn of first degree of trunk t21.2% burn of second degree of trunk t21.3% burn of third degree of trunk t22.0% burn of unspecified degree of shoulder and upper limb, except wrist and hand t22.1% burn of first degree of shoulder and upper limb, except wrist and hand t22.2% burn of second degree of shoulder and upper limb, except wrist and hand t22.3% burn of third degree of shoulder and upper limb, except wrist and hand t23.0% burn of unspecified degree of wrist and hand t23.1% burn of first degree of wrist and hand t23.2% burn of second degree of wrist and hand t23.3% burn of third degree of wrist and hand t24.0% burn of unspecified degree of lower limb, except ankle and foot t24.1% burn of first degree of lower limb, except ankle and foot t24.2% burn of second degree of lower limb, except ankle and foot t24.3% burn of third degree of lower limb, except ankle and foot t25.0% burn of unspecified degree of ankle and foot t25.1% burn of first degree of ankle and foot t25.2% burn of second degree of ankle and foot t25.3% burn of third degree of ankle and foot t30.0 burn of unspecified body region, unspecified degree t31.% burns classified according to extent of body surface involved. This is for ees a copy of the clinical evaluation form is being submitted with this regulatory report.